Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.

Event description:
It was reported that the insulin pump had a crack around the battery compartment. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.